Manufacturer narrative:
Device evaluation:the reported issue that the flow reading dropped was verified during service. Service technician confirmed with the fs-50 flow tester that the flow board was not performing properly. The issue was resolved by replacing the 560 bioconcole flow module and calibrating it. Preventative maintenance was performed per specifications.  Note: instrument was serviced at the facility by medtronic field service and was not returned to medtronic service center. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a bio-console 560 instrument, it was reported that the flow reading dropped. The I nstrument was used to complete the procedure. There was no adverse patient effect associated with this event.